Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, the device was found in backup vvi mode with no defibrillation capability. Device image was reviewed and emi type noise was seen at the time of the backup. The device was reset and reprogrammed. There were no adverse consequences to the patient.